Event description:
Pump declared an altitude alarm, prompting an inquiry into whether the customer's blood glucose level exceeded 500 mg/dl, which it did not. Insulin delivery was temporarily suspended due to the alarm, yet there was no adverse impact on the customer's blood glucose level. Customer was advised by technical support to clean the speaker holes and reconnect the cartridge, after which normal operation resumed, and additional preventive tips were provided.